Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Hospitalized patient, diagnosed with chf, performed PICC passage on (B)(6), on (B)(6) when taking medication, it was observed that the catheter was leaking, it was observed that the catheter was ruptured in the distal third in the first cm.

Manufacturer narrative:
According to the customer, the sample was not available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a root cause and corrective action is not possible.

Event description:
Hospitalized patient, diagnosed with chf, performed PICC passage on (B)(6), on (B)(6) when taking medication, it was observed that the catheter was leaking, it was observed that the catheter was ruptured in the distal third in the first cm.